Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during drain three of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, the patient found a pinhole in the patient line. The technical service representative assisted the patient with ending the therapy. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The cause of the alarm was determined to be a damaged component, as the patient indicated there was a pinhole in the patient line. The cause of this hole could not be determined. As the device was discarded and the lot number was unknown, a device evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.